Event description:
It was reported that during a colostomy reversal procedure, the device was fired, but no staples deployed. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.